Event description:
It was reported that the ventilator's respiratory rate was inaccurate. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
H3 other text: 4119.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, the customer reported that the respiratory rate was inaccurate. During on-site visit the technician checked the device. The expiratory cassette was cleaned, however as the device's logs were not provided, the correlation of the expiratory cassette and occurrence of the reported issue cannot be confirmed. The device passed all performance tests and could be returned to clinical use. No parts were replaced. The respiratory rate alarms may indicate that there was a leakage in the breathing circuit. A leakage may be perceived by the ventilator as breath trigger from the patient and the ventilator will then initiate a support breath and the ventilator starts auto cycling. This will lead to an increase in the respiratory rate. The expiratory cassette can generate an incorrect measurement of the expiratory flow, which can result in high respiratory rate. The ventilator then increases the pressure in order to deliver the set tidal volume until the volume delivery becomes restricted by the set upper pressure limit. Unfortunately, device's logs have not been available, hence no further analysis has been possible. As the source of reported issue is unknown, the root cause has not been determined.